Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that insulin was leaking past the o-rings form the reservoirs. Walked thru the fill process and the customer realized that she was turning the plunger in opposite direction. No further information was provided.